Manufacturer narrative:
The type of reportable event has been changed to a serious injury.

Event description:
Additional information received reported the hcp didn't want to replace the pump until he checked the catheter first. A dye study had been scheduled. The pump would likely be replaced by the end of the month. There was only 1 stall that never recovered. It was known that the patient had off-label drugs in the pump and that was the same issue with the last one. It was later reported that the pump was going to be replaced. The date was not known at the time of the report. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The pump was replaced. Additional information indicated that the pump ((B)(4)) motor stall occurred on (B)(6) 2014. The medication in the pump was dilaudid 5.6mg/d; bupivacaine 4.9mg/d; clonidine 560mcg/d; baclofen, 175mcg/d. The indication for use was spinal pain. The pump was replaced on (B)(6) 2015 (explanted: (B)(4), implanted: (B)(4)).

Event description:
It was reported that multiple motor stalls were confirmed in the event logs. The pump stalled the night prior to the report at 10:30pm and recovered at midnight then stalled again at 5:58 and hasn¿t recovered. There is nothing else in the logs since the last refill on (B)(6) 2014. Additional information received reported that the stall recovered after more than 2 hours. A pump myelogram is planned and a probable replacement. The patient was alive with no injury. The patient¿s symptoms included sweating and less than 50% therapy relief. The pump was infusing clonidine, bupivacaine, baclofen (unknown), and dilaudid (hyrdomorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8590-1, lot# n151979, implanted: (B)(6) 2008, product type: accessory. (B)(4).